Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, after multiple extensions and retractions of the helix because of poor sensing, the lead was removed from the body and examined. The physician noted that the tip was askew and the helix was plugged with tissue. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analysis noted that the lead was returned with the helix bent. There was dried blood but no tissue visible on helix.. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.